Manufacturer narrative:
K142688 - 510k #. Device evaluation. 1 used unit and 4 unused units of lot c1722090 of echo-hd-3-20-c were returned in their original packaging. A CT image showing broken needle tip in the stomach wall of the patient was shared clarification was requested from the clinician as follows; would you mind letting me know if the location I have detailed in the snippet below (full image attached) is the location that the rep is referring to when she says the image is showing broken needle in stomach wall of patient with a 90 degree bend at the tip ahead of the procore trap reply was received as follows; I think it was the correct location where the needle was inferior to stomach . Lab evaluation. The device involved in the complaint was evaluated in the laboratory on (B)(6) 2020. The needle was found to be broken distally. There was slight resistance on advancement/retraction of the needle. Document review including IFU review. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1722090 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1722090. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077-4). Root cause review. A definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needle kinking and then breaking when attempting to retract the needle. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, endoscopic attempt to remove the broken needle from the stomach wall failed as it could not be seen on endoscopy it was too deeply embedded. Patient is not suffering any problems at the moment due to the fractured needle. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a final report. The investigation was complete don 14-oct-2020 and the results and conclusions are outlined in section h of this report. The radiologist could not retract the needle and it snapped in the patient (this is the second time this has happened in this account) sister has removed all the needles from the shelf patient is in CT where they are currently trying to locate the tip of the needle on imaging. The needle minus the tip is in the endoscopy department in its original packaging. "As per cc froma: from the body of the stomach this was to biopsy a diffuse pancreatic mass not a small focal lesion dr (B)(6) performed 1 successful pass with the needle, dr (B)(6) performed a second pass and was unable to retract the needle on attempting this the needle snapped & patient was sent for CT which shows the needle with its tip at a 90 degree angle which the dr thinks is the reason it would not retract it probably bent on puncturing the lesion the CT scan image without patient information for confidentiality has been supplied" a section of the device did remain inside the patient¿s body. Dr was unable to retrieve the fractured needle tip. The patient did require any additional procedures due to this occurrence. Endoscopic attempt to remove the broken needle f from the stomach wall failed as it could not be seen on endoscopy it was too deeply embedded. Patient is not suffering any problems at the moment due to the fractured needle according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This is a follow up report. The lab evaluation was completed on 21-aug-2020. The investigation is still ongoing therefore results and conclusions are not yet available. The radiologist could not retract the needle and it snapped in the patient (this is the second time this has happened in this account) sister has removed all the needles from the shelf patient is in CT where they are currently trying to locate the tip of the needle on imaging. The needle minus the tip is in the endoscopy department in its original packaging. "As per cc froma: from the body of the stomach this was to biopsy a diffuse pancreatic mass not a small focal lesion dr (B)(6) performed 1 successful pass with the needle, dr goldstein performed a second pass and was unable to retract the needle on attempting this the needle snapped & patient was sent for CT which shows the needle with its tip at a 90 degree angle which the dr thinks is the reason it would not retract it probably bent on puncturing the lesion the CT scan image without patient information for confidentiality has been supplied" a section of the device did remain inside the patient¿s body. Dr was unable to retrieve the fractured needle tip. The patient did require any additional procedures due to this occurrence. Endoscopic attempt to remove the broken needle f from the stomach wall failed as it could not be seen on endoscopy it was too deeply embedded. Patient is not suffering any problems at the moment due to the fractured needle. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510k #: k142688. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The radiologist could not retract the needle and it snapped in the patient (this is the second time this has happened in this account) sister has removed all the needles from the shelf patient is in CT where they are currently trying to locate the tip of the needle on imaging. The needle minus the tip is in the endoscopy department in its original packaging. "As per cc from a: from the body of the stomach this was to biopsy a diffuse pancreatic mass not a small focal lesion. Dr (B)(6) performed 1 successful pass with the needle, dr (B)(6) performed a second pass and was unable to retract the needle on attempting this the needle snapped & patient was sent for CT which shows the needle with its tip at a 90 degree angle which the dr thinks is the reason it would not retract it probably bent on puncturing the lesion the CT scan image without patient information for confidentiality has been supplied" a section of the device did remain inside the patient¿s body. Dr was unable to retrieve the fractured needle tip the patient did require any additional procedures due to this occurrence. Endoscopic attempt to remove the broken needle f from the stomach wall failed as it could not be seen on endoscopy it was too deeply embedded. Patient is not suffering any problems at the moment due to the fractured needle according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.